Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in september 2024. H11: the actual device, companion samples and three (03) photographs of the sample were received for evaluation. A visual inspection of returned sample did not identify any abnormalities that could have contributed to the reported condition. The photo showed a drop of liquid; however, the exact location of the leak could not be identified. A functional flow test, an air passage test, a second functional test during which each set was load into an infusion pump, and an underwater leak test were performed. The flow of liquid was confirmed throughout sets, and no blockages or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked during patient infusion. The issue was further described as, a significant amount of medication leaked, forming a puddle on the floor. The set contained 6 mg/ml 16.7 ml vial of paclitaxel (non-baxter) in a 500 ml saline solution with 5% dextrose. It was suspected that the drug may be contributing to the leak, as the molecule interacts with the splice points of the infusion set, which are not pvc-free. There was no report of patient injury or medical intervention associated with this event. No additional information is available.